Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient tested for ft3 - free triiodothyronine (ft3 iii). The erroneous results were reported outside of the laboratory. Refer to the attached data for patient results. The sample was submitted for investigation and tested on an e170 analyzer and an e411 analyzer. During the preliminary investigation, no erroneous results were generated. No adverse event occurred. The customer's e602 analyzer serial number was not provided. The e170 analyzer serial number was (B)(4). The e411 analyzer serial number was (B)(4) the ft3 iii reagent lot number at the investigation site was 187432 with an expiration date of 07/2016. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the information available, a general reagent issue is not likely. The erroneous high ft3 iii result at the customer site may relate to a pre-analytical issue or presence of bubbles or foam on the reagent surface.